Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg moved. Ipg migration was confirmed by x-ray and physical examination. The patient underwent a pocket revision wherein the physician elected to replace the ipg and relocated the ipg for patient¿s comfort. The patient was doing well post-operatively.